Manufacturer narrative:
The fse also found the following problems: -the entire insertion tube was wrinkled. -there was play in all directions of the angulation. The device is planned to be returned to olympus medical systems (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
An olympus field service engineer (fse) was informed by phone by the user that the elevator wire was broken during the endoscopic retrograde cholangiopancreatography. The doctor then withdrew the endoscope from the patient and completed the procedure with another olympus duodenovideoscope tjf-q180v. The patient was given a sedative and had no health hazard. In addition, the user checked the distal end and found that the forceps elevator wire was broken and that some of the wires that composes the forceps elevator wire were raised due to cutting. The fse visited the user facility and checked the device to confirm the following: -the forceps elevator did not move down at all. -the forceps elevator did not move up at all.